Manufacturer narrative:
One medfusion 3500 pump was returned for analysis in good condition. The syringe test was performed along with checking the reading of plunger sensor. The issue was found at syringe test and failed syringe plunger sensor test. The q1 was broken off from plunger board and plunger board broken off from glue. The technician replaced the plunger board and performed preventative maintenance and all functional testing along with other calibrations.

Event description:
Information was received indicating that a smiths medfusion 3500 syringe pump's plunger sensor is not working. There was no patient involved.